Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's mother reported that the ok button was not responding on the keypad. The ok and down arrow buttons felt flat when pressed and required multiple button presses to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water and cleaning solvents.